Manufacturer narrative:
Batch review performed on 11.august.2021 lot 1901214: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2010631. Batch review performed on 11.08.2021: lot 2010631: (B)(4) items manufactured and released on 3-feb-2021. Expiration date: 2026-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
2 months after the previous surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed the proximal body and head, performed a washout, and replaced the proximal body and head with new components. The surgery was completed successfully. Previously this patient had proximal body and head revision due to stem subsidence.